Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced an infusion set bent cannula event on (B)(6) 2026. The insertion site was the lower back, and the infusion set had been in use for one day. The patient's blood glucose level was 448 mg/dl, and the patient received assistance with a manual injection as treatment. No further information available.